Manufacturer narrative:
H10: for the reported malfunction, a lot number was provided, and lot history review was performed. The device was returned to bd for evaluation. A photo was provided for review. The investigation is identified for defective component and a crack. Based on the information provided, the definitive root cause is unknown. However, the reported malfunction has been reassessed for reportability and determined to be no longer reportable. The device is labeled for single use. H10: g4 h11: b5 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly was a defective component and experienced a crack. This information was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: for the reported malfunction, a lot number was provided, and lot history review was performed. A photo was review was performed. The investigation was identified for defective component and a crack. Based on the information provided, the definitive root cause was unknown. However, the reported malfunction has been reassessed for reportability and determined to be reportable. The device was labeled for single use. H10: g1, g4, g7. H11: b5, h6(device code), h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly was a defective component, that experienced a crack and fracture. This information was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The device was returned to bd for evaluation. A photo was provided for review. The investigation is identified for defective component. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a defective component. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.